Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up feeling lightheaded. Upon examination, it was discovered that the right ventricular lead exhibited noise oversensing that resulted in inhibition of pacing. The lead was then reprogrammed to pace only with high voltage therapy off. On (B)(6) 2020, the lead was successfully explanted and replaced. The patient's condition was reported to be stable.